Event description:
It was reported that high o2 concentration alarm was generated while the ventilator was connected to a pt. At the time a compressor was connected to the ventilator for supplying air. (B)(4).

Manufacturer narrative:
(B)(4).